Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.

Event description:
Clinical study. It was reported that during a percutaneous coronary intervention procedure (pci), the patient experienced restenosis. The target lesion being treated was 99% stenosed, 3.50mm, 20.0mm long portion of the proximal left anterior descending (lad). The physician treated the lesion with predilation of an unknown balloon which was dilated at 16 atms. The physician implanted a 3.50x24mm taxus express2 stent at 14 atms. Post-dilation was performed with an unknown balloon at 18 atms. It was confirmed that the target lesion was 0% stenosed and timi flow was 3. The patient was discharged 5 days post procedure on bayaspirin and panaldine. The procedure was completed with this device. At 333 days post procedure, restenosis of the proximal lad was found. The patient was hospitalized one day prior. Angiography without revascularization was performed and the patient was discharged the next day. At 33 days later silent ischemia was found during a follow-up visit.